Event description:
The customer received blood glucose readings of 200 and 150 mg/dl on the contour usb meter, re-tested on a different meter and the readings were 100 and 700 mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. Test strip info was not provided but meter info was given. A new meter was sent to the customer. Product is not expected to be returned for eval.